Event description:
A customer reported to beckman coulter inc. (Bci) that the unicel dxc 600i synchron access clinical system generated erroneous creatinine result of 0.6 mg/dl for one (1) patient. The result was reported out of the lab and questioned by the physician. Repeat testing generated a higher result of 1.2 mg/dl and the patient report was amended. No change to patient treatment or diagnosis was reported in connection with this event.

Manufacturer narrative:
Sample collection and centrifugation information were not supplied. Qc was within established ranges before the event. Bci field service engineer (fse) investigated precision issues and found fluid on top of reaction carousel cover and reagent carousel cover. Fse replaced valves to address the problem.